Event description:
It was reported that during the deployment of a vena cava filter, the legs became hung up on the delivery catheter and ended up at the base of the cava. It remains in the patient, horizontally at the iliac veins. An attempt was made to retrieve the filter, but due to the positioning of the filter, the attempt was unsuccessful. Another vena cava filter was implanted, via the jugular and implanted just below the renal veins. The patient is asymptomatic and there are no plans at this time to try to retrieve the misplaced filter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. Handling of g2 filter system for the IFU. The current IFU (instruction for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.